Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed ccc that they received the patient sample from another laboratory and it was already spun, hence they did not respin the sample prior to repeat run. A siemens customer service engineer (cse) was dispatched to the customer site. The cse found a fitting leaking at the base pump and replaced it. The cse primed and measured the dispense volume. The cse then replaced two older pinch valves and ran quality controls and calibrators in multiple replicates, which were within range. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result, above the cutoff for mandatory confirmation testing, was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, all resulting (B)(6). It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result on one patient sample.